Event description:
Customer alleges that patient tipped over backwards, due to there not being any anti-tippers. Minor injury alleged.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model trex2, serial number/date (B)(4) is approximately 2 years and 8 months old. The owner's manual part number 1110546 rev f (aug-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose height and weight are unknown. The consumer is a double amputee. Other medical information, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer alleged minor injury the customer alleged no malfunction. The consumer alleges being on level ground (indoor carpeting) and leaned backwards. The unit allegedly tipped backwards causing her to fall on her head. She allegedly sustained a concussion and was taken to the hospital. The consumer was treated and released; now doing better. The wheelchair did not have anti-tippers. On (B)(6) 2012, invacare contacted customer and spoke with (B)(6), the resident council at (B)(6). It was explained to her that we do sell anti-tippers as an accessory on our wheelchairs. However, an anti-tipper is not a mandatory requirement on every chair. The dealer is the decision maker if the consumer receiving the wheelchair requires an anti-tipper based on their needs. (B)(6) stated that she did contact a local dealer and was quoted (B)(4) per chair to order anti-tippers and have the facility install them. (B)(6) explained that the user in the home do not have that kind of money to have the anti-tippers installed. She is requesting that invacare cover the cost for the anti-tippers and they would be willing to place them on the wheel chair themselves. She also feels that it is the manufacturers' responsibility to provide communication to the consumers about anti-tippers and their function. Invacare explained that the dealer would be the one to do that. (B)(6) was advised that invacare will follow up. Invacare have an agreement with the customer to cover the and cost of these ant-tippers and have a dealer come out to install them. The product did not malfunction; page 19 in the users manual state do not lean over the top of the back upholstery to reach objects behind you, as this may cause the wheelchair to tip over. Due to patient allegation on injury and a potential for serious injury MDR filed.